Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables, service code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The cause of the service code was the damaged j702 connector. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient'selectrode belt and reported that the belt had a damaged cable and was producing service code 204 (belt/monitor unusable).